Event description:
It has been reported that the brakes are not working properly on this bed. No injury to pt or user was reported.

Manufacturer narrative:
The brake ring and brake plate assemblies were returned for eval. Upon investigation, it was found that the brake ring was broken and the accompanying brake plate assembly was bent. It was concluded that this could only occur from a severe impact due to customer misuse.